Manufacturer narrative:
All available information indicates this product was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure this right atrial (ra) lead was fractured and displayed impedance measurements greater than 2,000 ohms. The ra lead was abandoned surgically. No additional adverse patient effects were reported.